Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After placing the catheter, leakage from connection between the hub and catheter was confirmed. It was replaced with another device. There have been no adverse effects to the patient reported.